Manufacturer narrative:
Broken off end cap, cracked case near display window corners and cracked tube lip noted during visual inspection. Blank display due to broken solder joint connector on interface. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case is broken. Nothing further reported.